Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user observed a high continuous glucose reading with an upward trend on the ilet while using a dexcom g7 and delivered a meal announcement despite not eating, after which a fingerstick check showed a lower glucose value and a calibration was entered. Symptoms included concern for potential hypoglycemia risk due to an unnecessary insulin dose following the false meal announcement. Outcomes included continued glucose monitoring and no subsequent out-of-range events or need for medical care. Investigation included user education on appropriate use of meal announcements, verification of glucose by fingerstick, and calibration of the ilet to align sensor and capillary glucose. Investigation of this case revealed user error related to delivering a meal announcement without carbohydrate intake, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user interaction and use error were the most likely causes.